Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2019-12060, 1627487-2019-10429, 1627487-2019-10430. It was reported that the patient experienced ineffective therapy. The patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted and replaced. Therapy was reportedly restored post-operatively.